Event description:
A report rec'd from the USA stated an 840 ventilator experienced an erratic display. It was reported that the ventilator was not being used on a pt at the time of the event. The date of the event is unk. No add'l info is available at this time.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui), printed circuit board (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device was found to operate within mfg specifications. (B)(4).